Event description:
It was reported that the patient was not getting an adequate pain relief as the patients ipg was nonfunctional. The patient underwent a revision procedure wherein the ipg was replaced and the ipg pocket site made deeper. The patient was doing well postoperatively. The explanted ipg was not returned as per physicians preference.